Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the implant procedure on (B)(6) 2019 was abandoned due to the presence of scar tissue. No products were implanted.